Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the screw boss on the left plunger case was broken and the plunger case seal was missing. A review of the event history log (ehl) identified check clutch plunger level. During the functional testing was able to duplicate the reported issue. A combination of lead screw and both clutch halves were found slipping and popping. The root cause of the issue was due to abnormal wear of the lead screw and clutch halves. Replaced lead screw and both clutch halves. Performed preventative maintenance and all functional testing.

Event description:
It was reported that the pump failed the motor drive and occlusion operational test and drive train test during preventive maintenance procedure. No patient involvement since issue occurred during preventative maintenance.